Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with a device that was t-wave oversensing. The patient received inappropriate high voltage therapy. The device and the lead were explanted.